Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that they were unable to connect to ac power. There was no reported patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that they were unable to connect to ac power. There was no adverse patient impact reported.